Event description:
It was reported that during engineering evaluation, it was discovered that the motor device had an e2 error. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention or prolonged hospitalization associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had an e2 error code. It was determined that this was due to the male contact pin being pushed in. This was a result of the connector not being properly aligned and forced into the female connector when plugging into the console. This assignable root cause was determined to be due to misuse, abuse and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate